Event description:
It was reported that a pt underwent an ear, nose and throat septum defect procedure on an unk date and suture was used. The needle broke during use on the pt. There was no adverse pt consequence.

Manufacturer narrative:
(B)(4). Result: representative samples of the product were returned for eval. The needles were inspected and tested for strength. There were no signs of mfg or material defects found. Conclusion: no device failure detected and the product is within specification.